Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported wall apposition. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a st elevation myocardial infarction (stemi) and the procedure was to treat a lesion in the right coronary artery (rca). The 3.0x48mm xience skypoint stent was implanted, however, in-stent stenosis occurred after 5 hours of implantation when the echocardiogram waveform changed. Angiography was performed and the occlusion was confirmed to be thrombosis. The vessel beyond rca # 2 involved a chronic total occlusion, thus thrombus aspiration was performed and a large amount of blood clots were aspirated. The xience skypoint stent was not apposed to the vessel wall, suggesting that protrusion had occurred. The vessel was dilatated with a non-compliant balloon and the symptoms resolved. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.